Manufacturer narrative:
Concomitant medical device: 7122 lead implanted (B)(6) 2010, 5076-52 lead implanted (B)(6) 2007, 4194-88 lead implanted (B)(6) 2007 product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated that the criteria for the right ventricular lead integrity alert were met and that the impedance of the right ventricular pacing lead was beyond the expected upper range. Oversensing due to non-physiologic signals/sensing integrity counter and unexpected delivery of ventricular tachyarrhythmia therapy was observed. (B)(4).

Event description:
It was reported that the patient experienced inappropriate shocks due to a fracture of the right ventricular pace/sense lead. The lead also had high pacing impedance. It was also noted the patient fell and required stitches in the lip, plus there was bruising of the body. The lead was capped. It was also reported that the device had early battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.